Event description:
It was reported that the patient came in for a pump refill on (B)(6) 2013 and on interrogation the pump noted that a terminal event had occurred in the pump; it said eos (end of service) had occurred; stopped pump period may exceed tube set; and eri (elective replacement indicator) occurred with a schedule to replace pump by date of (B)(6) 2013. The patient had not heard any alarms, but had been having headaches every other day. The pump logs from the (B)(6) 2013 refill were reviewed and it was noted that at that time eri was at 1 month. The pump was delivering bupivacaine and clonidine. It was later reported that the office did not note the eri (elective replacement indicator) that occurred the week after the pump was refilled in february. The battery depletion was normal. The patient had no withdrawal symptoms. They planned to wait several weeks and then decide if they wanted to reimplant. The patient status was reported as ¿alive - no injury/no adverse event¿. It was later reported, it was believed the headaches were due to clonidine withdrawal. They have decided to leave the pump alone for now, patient to decide if she wants a replacement. The patient was doing fine.

Event description:
It was later reported that the pump was replaced in (B)(6).

Manufacturer narrative:
Product ID: 8709, lot# j0058218r, implanted: (B)(6) 2001, product type: catheter. (B)(4).